Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction and inflammation are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
Initially, it was reported that following cataract plus trabecular micro bypass stent system procedure, the patient presented with inflammation and pigment covering the stents. During medical counsel, different laser options were discussed, including best approach to apply to relieve the obstruction. Additional information has been requested.